Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Three days later, the hospital perfusionist contacted the manufacturer reporting that when transferring a pt from one bed to another, the power base unit (pbu) became unplugged. The device stopped, and the pbu did not alarm. The manufacturer consulted with the biomed engineer at the hospital, and it was discovered that the internal battery was not connected into the pbu. An untrained biomed employee at the hospital had installed the pbu. This was the cause of the reported problem. The battery was reconnected by the biomed personal and the unit is now functioning properly. There was no harm to the pt, and pt remains on lvad support.